Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 253 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out and they were stuck in a preparing to prime loop. Customer advised the drive support cap had protruded. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.